Event description:
It was reported that patient presented with atrial lead that was exhibiting high capture threshold. The lead was explanted, and new atrial lead was implanted. The patient was in stable condition.